Event description:
The manufacturer received information alleging a ventilator was restarting by itself. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously report an allegation that a ventilator was restarting by itself. This complaint was a duplicate of internal complaint number (B)(4). The decice was returned to the manufacturer's quality assurance laboratory for further investigation and the customers complaint could not be duplicated. The device was found to operate as designed.